Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of loss of vision is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of vision, loss of: "contra-indications: do not inject into the blood vessels (intravascular). Undesirable effects: patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported treating a patient that was injected with unspecified juvederm in the forehead by another injector. The patient "suffered an immediate loss of sight to [their] left eye." Healthcare professional was concerned "if juvederm can cause blindness."